Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their heart rate went below set parameters on their implantable pulse generator (ipg). They also stated they "passed out". The ipg remains in use. No further patient complications have been reported as a result of this event.